Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Physical evaluation of the suspect device shows: a visual inspection on the received condition was performed on the device. The distal end of the device was inspected under a microscope and discovered multiple abnormalities. Starting from the tip of the distal end, deep dents and scratches were noted on the edge of plastic distal end cover. Tiny chips on the lightguide lenses, and deterioration in the glue around all lenses were also noted. Further, the glue on both ends of the bending section cover are deteriorated, discolored, cracked, chipped, lifted from being section cover, partially missing and sharp. The bending section was also inspected by running a cotton pad over the glue and resulted as a failed inspection. The cotton pad was being caught on the glue of the bending section. Minor surface scratches on the insertion tube were also noted during the inspection. In addition, the videoscope was connected to a cosmo leak tester (electronic leak tester) and passed at +0.3. The control knobs were also inspection and found excessive play. When attempting to manipulate the control knobs, the movement on the bending section were delayed. However, the angulations of the device are within the inspection standard. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238¿ 2022-00359.

Event description:
The customer reports three separate patient injury events occurring during diagnostic colonoscopy procedures using the same evis exera iii colonovideoscope. Case with patient identifier (B)(6) reports patient 1 of 3. Case with patient identifier (B)(6) reports patient 2 of 3 (this report). Case with patient identifier (B)(6) reports patient 3 of 3. In this case, the patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy for the indication of screening, personal history of polyps, and chronic gastrointestinal reflux disease (gerd). During the colonoscopy, the patient experienced an iatrogenic laceration of the rectosigmoid junction. Treatment for the laceration included: treated medically, no surgical intervention required. After brief hospital stay, sent home on oral antibiotics. There were no further consequences to the patient. The patient's current condition is reported as: no residual symptoms. No endotherapy devices were used during the procedure. There was no malfunction of the scope during the procedure. When asked if the physician had an opinion about the laceration occurred, the doctor responded: performed colonoscopy as usual. Retroflexed scope as normal. Did nothing different than any other colonoscopy procedure.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) was reviewed and it was confirmed that the device met all design and safety specifications when it was shipped. The subject device has not been repaired by olympus in the past year. The instructions for use shipped with the deice provides the user with the following information related to the reported event: inserting/withdrawing endoscope with excessive force. Inserting/withdrawing endoscope while bending section is locked in position. The definitive cause of the user's experience could not be established. Considerations: according to the following investigation results, there was a possibility that the subject device caused the reported event. However, the cause was difficult to presume and could not be specified further. According to investigation findings, nonconformities were found on the distal end and insertion section, which can contact patient¿s rectosigmoid junction (the lacerated area). In these nonconformities, we confirmed that the a-rubber glue had sharp edge at a level of catching cotton. It was reported that the device did not malfunction during the procedure.